Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
At some point after the procedure< one day or less, it was noticed that patient bed was wet. The catheter was leaking. It was reported for hub separation. A section of the device did not remain inside the patient¿s body. The patient did require an additional catheter exchange procedure due to this occurrence. According to the initial reporter, the patient did not experience any additional adverse effects due to this occurrence.